Event description:
A nurse reported following an intraocular lens (iol) implant procedure, a pt experienced poor vision. The lens was exchanged. Add'l info was requested.

Manufacturer narrative:
Evaluation summary: the product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).